Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient reported there was a spark from behind the cycler during pre-treatment setup of the cycler when the cycler was moved. No smoke or burning smell was noted. The contact stated the cycler turned back on but the patient requested to have the cycler replaced. The patient was not connected during the incident. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the patient confirmed there was no patient involvement as the patient was not connected to the cycler and was in pre-treatment setup when the reported event occurred. The patient confirmed there was no power outage or noted outlet issue, and the power cord was securely plugged on. The patient confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day the patient called into technical support. The patient stated that no burning smell melting or flame was noted. The patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient reported there was a spark from behind the cycler during pre-treatment setup of the cycler when the cycler was moved. No smoke or burning smell was noted. The contact stated the cycler turned back on but the patient requested to have the cycler replaced. The patient was not connected during the incident. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the patient confirmed there was no patient involvement as the patient was not connected to the cycler and was in pre-treatment setup when the reported event occurred. The patient confirmed there was no power outage or noted outlet issue, and the power cord was securely plugged on. The patient confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day the patient called into technical support. The patient stated that no burning smell melting or flame was noted. The patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection found the top cover label damaged. There were visual no indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test (ast). The cycler underwent and passed a voltage test, catch post hi pot test, patient hi pot test and safety analyzer test. There were visual indications of dried fluid found on the bottom cover next to the recess underneath the pump assembly during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.